Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an orthopedic surgical procedure, it was observed that the small battery drive device heated up and the torque was low. It was reported that there was a five minute delay to the surgical procedure. It was further reported that the procedure was completed successfully with a spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: the actual device was returned for evaluation. The device was evaluated and it was determined that the device housing, shaft and electric control unit (ecu) were corroded, the unit would not run, made an unusual noise and was getting hot. The device also failed pretest for check the off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and ecu function, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the function with electric pen drive (epd)-console and check power with test bench; (tick motor type). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.